Event description:
Procedure type: pancreas. According to the reporter: the surgeon started to fire idrive with a reinforced, but the firing stopped at approximately 3.5 cm. It would not be activated anymore. The adapter was disconnected and reconnected and the knife blade was able to be retracted. The knife blade was returned by connecting adapter again. As the shaft rotated and therefore the jaws would not return to the straight position, they removed the device from the cavity together with trocar. Operating time was not extended beyond 30 minutes. There was no tissue damage. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4)